Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. Evaluation summary: the complaint device was returned for analysis. The reported device leak and shaft damage (hole) were confirmed. The reported difficult to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4) - the reported patient effects of angina and air embolism, as listed in the instructions for use, are known patient effects that may be associated with the use of a coronary scaffold in native coronary arteries.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) with mild tortuosity and 90% stenosis. The rca was engaged with a 6 fr al1 guide catheter and crossed with a non-abbott guide wire successfully. The lesion was predilated with a trek 3.0x20 mm to 12 atmospheres (atm) with residual stenosis less than 40%. An implant 3.5x28 mm was deployed in the mid rca. During inflation, it was noticed that the implant didn't expand properly so the physician had to deploy the implant quickly and the patient experienced a lot of chest pain during the inflation time. The delivery system was removed and a hole and leakage was found in the distal shaft (about 1 cm before balloon). Contrast and air were leaking from the hole on the shaft into the blood vessel causing the patient's chest pain during the procedure. The implant was post dilated with a nc trek 3.5x15mm to 16 atm. Another implant 3.5x18 mm was then deployed overlapping with the previous one at the mid to proximal rca. This time the physician could deploy the implant slowly (2 atm every 5 seconds) up to 16 atm. The same nc trek 3.5x15 mm was used to post dilate up to 20 atm.